Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis in the right eye, at the one day postoperative visit. The topical steroid drops were increased. The dlk resolved with treatment. This report will reference the right eye. Another report will be filed for the left eye.